Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead exhibited noise oversensing and failed to sense p waves when the cables were connected to the pacemaker system analyzer. The lead was not used and replaced during procedure. The patient was stable.